Event description:
Valve explanted after 8 mo. Due to endocarditis with vegetations, source unknown; fever present and blood cultures pos. For staph. Epidermitis; mod. Mitral regurgitation was also present. No further information was provided.